Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explanted head, liner, shell, and screws. Devices were covered in bio-debris. No further evaluation could be made from the provided pictures. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and not submitted to mmi due to the inability to correlate the image with the allegation. A definitive root cause cannot be determined. The complaint cannot be confirmed attempts have been made to gather all product information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 31 years post implantation due to loosening and lysis. There is no further information available at the time of this report.